Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. The device history record and previous repair record for zimmer skin graft mesher serial number: (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who evaluated and repaired the device. On 7 june 2019, it was reported that a mesher was producing an incomplete mesh. The customer returned a zimmer skin graft mesher serial number: (B)(6) as well as 2:1 cutter serial number: (B)(6) and 1.5:1 cutter serial number: (B)(6) for evaluation. Evaluation of the mesher on 14 june 2019 noted that the comb and shoulder bolts were damaged on the device, but the calibration was within specifications and the device produced a passing test mesher. Both of the returned cutters produced incomplete cuts when inspected. Repair of the mesher occurred the same day and involved replacing the comb and the shoulder bolts. The technician then tested and verified that the device was functioning as intended, then returned the mesher and the cutters to the customer without further incident. The mesher and the cutters were tested, inspected, and serviced. Based on the information provided, the cause of the mesher producing an incomplete mesh was due to a damaged comb on the mesher and the use of previous deemed non-repairable cutters with the mesher. During evaluation of the device, the 1.5:1 cutter was also found to have been previously serviced and deemed to have produced an incomplete mesh. The instructions for use for the zimmer skin graft mesher notes that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the mesher gave an incomplete mesh on previously recovered cadaveric donor skin. There was no patient involvement therefore there was no harm or delay reported. No adverse events were reported as a result of this malfunction.